Event description:
It was reported that a user experienced an initial scan error when attempting to start a replacement sensor; upon a repeat scan, the sensor activated successfully, and the user was advised to monitor for glucose readings. Symptoms included no adverse event. Outcomes included a successful activation of a new sensor and no health impact. Investigation included customer service troubleshooting and education on sensor activation and sensor wear time. Investigation of this case revealed the initial scan error that resolved with a subsequent scan, with no ilet malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue with successful resolution through standard troubleshooting.

Manufacturer narrative:
Initial.